Event description:
It was reported that when using the bd pyxis¿ es server had medication and patients was not flown into pyxis. The customer created temporary patients and medications were overridden at that point to overcome this discrepancy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients and medications were not flowing into the pyxis. The technical support specialist (tss) connected to the server and identified that the patient was found as admitted, also the server connection was current and able to locate both patient and station. Tss identified a purge error on all-in-one server, applied the knowledge article "purge process fails due to duplicate entry in encounter or patient purgeable tables", restarted the service and confirmed that the purge was increasing with no new purge error. The system functioned as intended after the technical support specialist troubleshot the device.